Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit was received with a full segment display. Unable to perform displacement test due to full segment display anomaly. Pump was cut and open, moisture damage found on the electronics, motor. Swapping out test boards confirms full segment display anomaly due to moisture damage lcd board. The p-cap locks properly into the reservoir compartment. Following were noted during visual inspection: unit had scratched case, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, stained address/serial number label and stained end cap sticker. Full segment display anomaly due to moisture damage lcd board and cracked battery tube threads confirmed. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced physical damage (crack or scratch) on the drive support cap and pump battery compartment. The customer reported no adverse event. The event involved product mmt-722lwws. Troubleshooting was not performed. No harm requiring medical intervention was reported. Customer will discontinue to use of the device. Mmt-722lwws was requested and customer response was the device was returned for analysis.